Event description:
It was reported that stent dislodgement occurred. The patient presented for arterial stenting procedure. During unpacking of a 6.0x30x135cm express ld iliac/biliary stent, there was no stent attached and the stent was found lying on the table. The procedure was completed successfully with no patient complications.